Event description:
It was reported that during an in-stent restenosed atherotomy procedure, removal difficulties were encountered. The cutting balloon was inflated initially in a narrow proximal lad lesion, then removed into the guide while the physician checked the lesion via angiography. The cutting balloon was then reinserted and inflated at the lesion a second time. Upon attempting to remove the device, it became "lodged". It was reported that after removal, the balloon was examined and part of one of the artherotomes was noted to be missing. The pt was transferred to ccu for coronary artery bypass grafting of the lad. It was reported that the retained portion of the atherotome remains in the pt as it was determined that retrieval posed too high of a risk for uncontrolled bleeding. The pt is reported to be "doing well". See attached medwatch report uf report number 50-00-58-2003-003.